Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion ambulatory infusion pumps/cadd solis vip pumps - 2120 cassette no attached properly in place was revealed in the event log and during testing, this also was duplicated . The cause of event was isolated to the dso sensor being non reactive. The dso sensor was then replaced and believed to be caused by service and repair. Device passed all functional testing once repairs completed additional information in h 6.

Event description:
Investigation completed and summary in h 10 additional information in h 6.

Event description:
It was reported that a smiths medical pump alarms "cassette not attached properly when in place". No adverse patient effects were reported.